Manufacturer narrative:
Supplemental documentation. Changed/additional information added. D9 device available for evaluation -n/a . G6 type of report - follow-up, 01. H2 if follow-up what type? Additional information, device evaluation h3 device evaluated by manufacturer - yes, evaluation summary attached. H6 type of investigation- 10, 4110. H5 investigation conclusion zcd00006/unconfirmed defect. H10 investigation report reads as follows: 04/19/2021 11:21:36 cst (alu)" material number: uro180816ts, sample and/or photo provided? Sample (quantity provided: 2 ea) lot number? 20gbk422, 21bbf311. Defect(s) from complaint: deflated foley catheter balloon. Investigation results: unconfirmed defect. Investigation conclusion / root cause: "the reported issue of a deflated foley catheter balloon could not be confirmed through functional evaluation of the received samples. Please note that additional samples were brought in and evaluated from the reported lot numbers. All samples evaluated passed functional, visual, and dimensional inspection criteria. No defects nor abnormalities were noted. Based on the description of the issue, some possible root causes could be but are not limited to, a patient specific condition, insertion method, etc."

Event description:
It was reported, "after insertion the catheter fell-out. Another catheter was inserted and again "the whole catheter fell-out with completely deflated balloon." Third foley attempted with success.

Manufacturer narrative:
It was reported, "after insertion the catheter fell-out. Another catheter was inserted and again "the whole catheter fell-out with completely deflated balloon." Third foley attempted with success. Email received by facility representative and medline sales representative, who reports no additional details are available related to the customer reported issue. Sample is available and has been returned for evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "after insertion the catheter fell-out. Another catheter was inserted and again "the whole catheter fell-out with completely deflated balloon." Third foley attempted with success.